Manufacturer narrative:
Complaint conclusion: during the use of a super torque marker catheter, it was reported that the markers on the pigtail catheter detached making the catheter unusable. There was no report of patient injury. Additional information was received and indicated the following. The device was stored, handled and prepped per the instructions for use (IFU). There was nothing unusual observed on the device during prep. This was a diagnostic procedure. There was no difficulty tracking through the vasculature. The device was not resterilized. The event occurred during the advancement of the device. The lesion¿s characteristics are unknown. Resistance was not met while advancing the device. There was no adverse event associated with the malfunction. The patient was stable and discharged. There are no procedural films available for review. A non-sterile diagnostic cath mb 5f pig 110cm 6sh was received for analysis coiled inside a plastic bag. Per visual analysis, 6 out of 20 marker bands were found moved/ out of position at the distal section of the unit. The distal section of the unit was observed under vision system and the marker band marks on unit¿s surface did not present evidence of damage (scratches, peelings, abrasions, etc.). However, the unit presented elongation on the catheter body from 84.0cm to 90.0cm from the hub near to the twentieth marker band (last marker band on the distal side of the catheter). Elongated length measured 6.0 cm. The catheter showed 6 marker bands (from mb 15 to mb 20) moved from their original place and pile up together. Only marker bands 1 to 14 remained in their original positions (the position of the marker bands is numerated from the distal end to the hub). The catheter length was measured and was 110.2 cm long. No other anomalies were found. The catheter ID and od of body shaft was measured at proximal, middle and distal sections as well as the distal section measured between marker bands and also near to the elongation area against drawings and results were found within specification, except from 84.0 cm to 90.0 cm from hub; where elongation was noted along the catheter. A .038¿ emerald guide wire lab sample was inserted in the catheter via tip. Emerald guide wire was stopped at 92.7 cm from hub due to the marker bands moved in this site, no intended for it, also the guide wire was inserted via hub and it went through until it was stopped at 91.1 cm from the hub, also due to marker bands moved in this site, no intended for it. The complaint reported by the customer as ¿diagnostic endovascular catheters- marker band- dislodged¿ was not confirmed since all of the marker bands were received (though off/set out of position) with the catheter. However, the exact cause of the marker bands off/set out of position condition could not be conclusively determined during the analysis since the device did not present any obvious indication of manufacturing defect or anomaly that could contribute to the event as reported. Results showed that the sections with evidence of marker bands displacement presented no anomalies or evidence as to determine what caused the marker bands movement; however, it can be assured that the marker bands were placed on the correct position at a certain time owing to the outer diameter reduction of the body. According to the products instructions for use, users are warned that manipulation of the catheter under excessive friction due to interaction with other devices or while trapped in the vasculature, can lead to stretching or elongation of the catheter. Stretching or elongation of the catheter during endovascular procedures could result in the marker bands moving along the catheter. In extreme cases, marker bands may come off the catheter and dislodge into the vascular system. Neither the device history record review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time.

Manufacturer narrative:
Please note that the initial med watch report was submitted under MFR report # 9616099-2016-00556 from previous complaint handling system.    Additional information was received and indicated the following. The device was stored, handled and prepped per IFU. There was nothing unusual observed on the device during prep. This was a diagnostic procedure. There was no difficulty tracking through the vasculature. The device was not resterilized. The event occurred during the advancement of the device. The lesion¿s characteristics are unknown. Resistance was not met while advancing the device. There was no adverse event associated with the malfunction. The patient was ok and discharged. There are no procedural cd or films available for review. The product is still available for return.

Event description:
During the use of a super torque marker catheter, it was reported that the markers on pigtail detached and on multiple sites rendering catheter unusable. There was no report of patient injury. The product will be returned for analysis.